Manufacturer narrative:
The product was not returned and plans regarding revision surgery were not provided. A device history review could not be performed as no lot number was provided. However, x-rays were provided. When comparing the initial post-op images to the lateral 1.5 month post-op images, the cage has migrated from its initial position. The complaint is confirmed.

Event description:
It was reported that a cage was found to have migrated postoperatively after the patient presented for low back pain 1.5 months after the procedure. There were no additional patient impacts reported and no revision is scheduled at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cage was found to have migrated postoperatively after the patient presented for low back pain 1.5 months after the procedure. There were no additional patient impacts reported and no revision is scheduled at this time.